Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece handpiece was set in the console and it overheated and the burs did not rotate and only sound was noted prior to the transnasal pituitary adenoma resection procedure. Overheating was approximately within 1 minute. There was no intervention planned or performed. There was no delay with the procedure. The operation was performed with another instrument. There was no patient impact.